Event description:
Procedure conducted: laparoscopic hysterectomy. Dr said she had to use some floseal for an oozing bleed and floseal worked well to stop the bleed. Used approx 10cc of floseal (lot# unk). Procedure was uncomplicated and successful. The next day, the pt had a fever of 103 degrees f, urine was normal, chest x-ray was normal, no other reason for fever. Pt was pt on antibiotics, however, still spiking fever. CT scan was ordered. Found fluid collection behind the bladder with little bubbles. Dr does not think that it is a pelvic abscess as they do not develop that quickly and was wondering if floseal is what is showing on the CT scan. Also, was wondering if floseal was causing the fever. Would like response today as she is considering what to do next and does not want to go back in and re-open if floseal is what is showing up on the CT scan. Add'l info rec'd in 2008: pt underwent uneventful laparoscopic hysterectomy. Floseal 10mils was applied using a reusable floseal endoscopic applicator to the top of the vaginal cuff to control generalized oozing floseal matrix was not held in approximation and the majority of the matrix was seen to turn red in contact with blood. Dr described this as the floseal was observed to expand under direct visualization. Excess matrix was not irrigated away. Within 24-48 hrs the pt spiked a temp, but was otherwise complaint free. Urinalysis and chest x-tray were negative for signs for infection. CT scan showed what appeared as a fluid like area with bubbles at the same position where floseal had been applied intraoperatively.

Manufacturer narrative:
Initial baxter medical assessment: isolated fever in thr early postoperative phase is not representing a serious injury. The CT scan findings are typical for a bigger amount of floseal left in the surgical situ, under the circumstances of not using the recommended approximation and without irrigating the excess of prod ( if not approximated, the oozing blood percolates through the entire volume of prod and created a larger clot that incorporates the entire applied prod; no excess non-reacted prod left). Even if irrigation is used under these circumstances, there is no excess to be removed. The CT findings are typical for the visualization of blood impregnated floseal (same localization). These findings though, do not explain the early postoperative fever of the pt. Even if in excess, sterile floseal does not have the ability to induce immediate postoperative fever. Given the clinical circumstances, it is unlikely that floseal has caused or contributed to the occurrence of fever (fever as an isolated symptom). A f/u with the rptr to exclude a serious injury and clarify the clinical outcome is recommended (in about 2 weeks). Regardless of the reported clinical symptoms, a retraining of the surgeon to emphasize the need of prod approximation and irrigation of excess is also recommended. Md biosurgery. Add'l info rec'd in 2008: a call was rec'd from dr stating that the pt continued to have a fever. A repeat CT scan showed no change, so she reoperated. She opened the vaginal cuff, using a vaginal approach. Clear, to pinkish fluid drained which was negative on culture. Pt recovered quickly thereafter and was discharged home the following day. She has had no call today from the pt and believes the issue is resolved. She stated that she is not trying to blame floseal, but can find no other potential cause for the fever, other than a theoretical reaction to floseal. She spoke with her partners and although one of them was aware that irrigating the excess floseal matrix was recommended, non of the surgeons do this. The dr and the head nurse reviewed the floseal instructions for use (IFU). It was advised to dr that we would contact the appropriate sales rep to arrange in servicing with the head nurse of the or, for both the or personnel and the surgical staff regarding the IFU. F/u baxter medical assessment: given the f/u info and the intraoperative findings (clear, to pinkish fluid drained which was negative on culture) the fever is a so-called resorbtion fever caused by an increased breakdown of postoperative detritus (blood, necrotic tissue, gelatin), which includes also the gelatin granules of floseal. The fact that the excess prod has not been removed, may have caused or contributed to the postoperative fever. Since the persistent fever (correlated with abnormal, persistent CT findings) has determined the surgeon to re-operate, this symptom has to be considered as a serious injury and is reportable. Retraining is recommended. Md biosurgery. Corrective action: as noted in the add'l info, an inservicing is currently being arranged for the customer site. This inservicing will cover the irrigation of excess floseal matrix as the warning section of the IFU states the following: "excess floseal matrix (material not incorporated in the haemostatic clot) should be removed by gentle irrigation from the site of application, particularly when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and/or the optic nerve and chiasm."